Event description:
As reported, the bard/davol sorbafix enhanced did not release 6-7 fasteners from the tip properly during an unspecified procedure on (B)(6) 2020. Another sorbafix fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Based on the available information, no conclusions can be made. It is reported that the sorbafix fixation device is being returned for evaluation; however at this time it has not been received. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR. This supplemental MDR is submitted to document the results of device evaluation. The subject device was returned for evaluation. The device was returned depleted of all fasteners, as such a functional evaluation could not be performed. Eight (8) loose fasteners were returned with the device. The returned fasteners were in good condition. Evaluation of the subject device finds bent cannulas, which is not indicative of the as manufactured condition. No manufacturing anomalies were found. The bent components likely lead to the deployment issues reported. Based on the sample evaluation and investigation performed, the root cause of the bent components is the result of forces applied during use of the device. The instructions-for-use (IFU) included with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Avoid excessive trigger force as this may damage the device. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : sample evaluated.

Manufacturer narrative:
Based on the available information, no conclusions can be made. It is reported that the sorbafix fixation device is being returned for evaluation; however at this time it has not been received. No lot number has been provided; therefore, a review of the manufacturing records is not possible. If/when the sample is returned and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure on (B)(6) 2020, the sorbafix enhanced 15 count, did not release 6-7 fasteners from the tip properly. Another sorbafix fixation device was used to complete the procedure. There was no reported patient injury.